Event description:
The customer reported that the freestyle breast pump transformer housing fell apart when plugged into the wall outlet.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Attempts to follow up with the customer to obtain add'l info regarding this event were unsuccessful, including, a final attempt by letter. Should additional info or the original product be rec'd, resulting in new, changed, or corrected info, a follow up report will be filed at that time.